Event description:
Ref import report #: (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(6). The reported self-test failure was confirmed through review of the device logs. The investigation determined that the device failure to complete its internal self-test was due to a leak within the circuit and a faulty expiratory flow sensor. During the investigation, a battery charging issue was identified. The investigation determined that the charging failure was due to an isolated component failure on the main circuit board (pcb). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed tech services in (B)(4) and a preliminary evaluation was performed. The evaluation detected an issue with the charging management system as well as confirming the failure to pass the internal self-test. The device was returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).